Event description:
The device was used during a diverticulitis procedure. Reportedly, the staples did not form properly and the knife did not cut. The surgeon applied another device to complete the procedure. The hosp has reported the pt's condition is satisfactory.

Manufacturer narrative:
10/19/1998- supplemental report sent to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6.